Manufacturer narrative:
No patient information was provided. A medtronic field service engineer (fse) went to the site and tested the system. He found that the issue was due to over-sensitivity in the detector of the o-arm. He did an offset calibration and this resolved the issue. O-arm system is now fully functional. Further technical details from the system testing provided below: during system checkout on 6/7/2016, fse found: intermittent "streaking" noted in space where anatomy is not present in 3d exams where higher ma technique is used (ma <50). Spin taken with nothing in the oarm at 120kv, 20ma produced a uniform, black reconstruction. Performed analog offset calibration using viva software, incrementally raising target value from 3000 to 4800 where streaking is no longer present in spins with an ma setting at 50 or greater. Verified image quality using 3d phantom. System checkout performed with satisfactory results. No further incidences of streaking within the 3d volume.

Event description:
A medtronic representative reported that during a spinal fusion procedure, after an o-arm 3d scan was acquired, the image looked good on the mvs (mobile viewing station), but then when transferred to the stealth, the synthetic ap (anterior/posterior) view had completely white anatomy and couldn't be adjusted. There was some sort of artifact included in the top portion of the 3d scan. This delayed the procedure only a few minutes. It was only the synthetic ap that has the issue when the images are transferred, other images were normal. No harm to the patient occurred. The surgery was successfully completed with the use of the o-arm and the navigation system.

Manufacturer narrative:
(B)(6).